Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument "clamp" suddenly broke. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure. On 17-nov-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The surgeon reported that there was no instrument collision during the procedure. The surgeon was cutting tissue, and a fragment from the instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer could not verify the instrument batch sequence number. The instrument is available for return to isi for evaluation. No photographic images of the device or a video recording of the procedure are available. Based on the information obtained about the event, there is no indication that the product was not being used as intended. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.166 from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. There were additional findings not reported by the site. The instrument was found to have teflon pad damage. A piece measuring approximately 0.029" x 0.087" was found missing. The missing piece was not returned with the instrument.